Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-15659, 1627487-2013-15660. The patient has 2 leads (from the same lot) implanted as part of his scs system. The patient reported he experienced residual tingling from the knees down and aching in his sciatic nerve after turning stimulation off causing him to stop using his scs system 4-5 months ago. Patient is now unable to communicate with his ipg. Also, patient's ipg site would become so warm while charging, he would have to stop charging. The patient was sent a replacement le charging system as the next course of action. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.